Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it can be presumed that the event was caused due to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, while performing a therapeutic uterus operation and cutting tissue, it was found that the tip was broken on the olympus high frequency resection electrode. The procedure was completed with a similar device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.